Event description:
It was reported that during procedure for a pulse field ablation (pfa) and a faradrive steerable sheath clear were selected for use, it was noted there was air inside the sheath. Bubbles were in the line from shaft to the 3-way stopcock, shaft potentially also accumulated air. No air inside the patient. As troubleshooting, air was aspired, nonetheless it seemed to keep pulling air in. The catheter and sheath were replaced, and the procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.